Event description:
The initial reporter received questionable elecsys troponin I stat immunoassay results from four patient samples tested on the cobas 6000 e 601 module. The initial results were reported outside of the laboratory. The results were questioned by the emergency room (ER) doctor as they did not match the clinical picture of the patients. New samples were then collected from the patients. The initial patient samples were also rerun on the module and the laboratory's other module. The reporter also recalibrated using a new calibrator lot and then performed another rerun of the initial patient samples. The initial results were reportedly obtained from hemolyzed patient samples. Please refer to attachment "pt-79919" in the medwatch for the table containing the questionable initial results from the initial sample and the results of the new sample. The results of the new samples were deemed correct. The reagent lot number is 63317701. The expiration date is 31-aug-2023.

Manufacturer narrative:
The troponin I stat hemolytic index limit used by the customer is 400. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the customer's actions (collected new samples from the patients) resolved the issue.  Product labeling states: "do not run the assay on grossly hemolyzed samples." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings."